Event description:
It was reported that the patient underwent hernia repair procedure on an unknown date and mesh was implanted. Following the procedure, the mesh did not incorporate on the abdominal wall. The patient underwent re-operation and explantation of the mesh on 05/05/2015. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: actual sample was returned for evaluation. Visual examination was performed on the explanted mesh. The reason for no incorporation of the mesh could not be verified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.